Event description:
Info was received that reported a pt was hospitalized in 2008. The reporter states the patient has been suffering from a chest cold for several days prior to his hospitalization. They brought the patient to the ER when he began to vomit blood. Upon admit, his blood glucose was noted to be >350, he was removed from his insulin pump and put on an insulin IV drip. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.